Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00693, 1627487-2024-00694 it was reported the patient's leads had migrated. As such, surgical intervention occurred where two leads were repositioned and one lead was explanted and replaced on (B)(6) 2024 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.